Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (screeching sound / would not power on) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. In addition, the q1 transistor was shorted. The q1 component controls the current flow to the battery while charging. The cause of the screeching sound and inability to power on is the damaged battery board and q1 component. The root cause of the shorted component is likely the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem made a screeching sound and then would not power on. The pt was issued a replacement battery charger.